Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the patient was experiencing inappropriate shock due to noise oversensing exhibited by the right ventricular - rv lead. The rv lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received notes the capped right ventricular lead was fractured.